Event description:
It was reported that during the procedure in the heavily calcified and tortuous left anterior descending artery, pre-dilatation was performed using a 1.5x15 rx voyager balloon at 10 atmospheres. Following pre-dilatation, a xience v 2.25x18 stent was deployed at 10 atmospheres. Post stent deployment, the physician noted a dissection at the proximal edge of the stent. A xience v 2.25x15 stent was deployed to cover the dissection. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissection is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.